Event description:
During an initial implant procedure, noise resulting in oversensing and post-paced t-wave oversensing (pptwos) were observed on the device. The cause of the event was suspected to be air trapped in the header or acute lead damage, which were unable to be confirmed. Diagnostic imaging was performed but no anomalies were observed. The device was then reprogrammed as a resolution. The patient is stable with no consequences and will continue to be monitored.